Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube placement. Refer to MDR 3010757606-2017-00354 for naso-jejunal tube. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of a percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Prior to the peg and peg-j placement, the patient had a naso-jejunal (nj) tube from (B)(6) 2017. On (B)(6) 2017, the patient experienced aspiration pneumonia and was treated with unknown antibiotics. In (B)(6) 2017, the aspiration pneumonia resolved. According to the clinician, because the patient's swallowing function had been decreased, the causal relation to the duopa therapy was unknown.